Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other mitraclip device referenced is filed under a separate manufacturing report number.

Event description:
This report is filed for gripper actuation issues and gripper line break. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4+. Clip delivery system (cds0601-xtr 80517u142) advanced without issue. Upon grasping attempt, the gripper lever advanced but the gripper arm did not drop. Gripper line slack was noted within the gripper lever during gripper lever retraction and a gripper line break was suspected. The device was removed without issue and another device (cds0601-xtr 80517u143) was used in replacement. There were no adverse patient effects due to this device. Mitraclip (cds0601-xtr 80517u143) was implanted without reported issue, reducing mr. A second cds0601-xtr was implanted on the medial side of the valve, addressing a separate medial lesion without reported issue. A third mitraclip (cds0501) was implanted medial to the first cds0601-xtr 80517u143 clip without reported issue. Following, residual mr was observed at the first implanted mitraclip (cds0601-xtr 80517u143) at the anterior leaflet. The first implanted clip cds0601-xtr 80517u143 mitraclip arm was no longer over the anterior leaflet. An anterior leaflet perforation was suspected. Reportedly, there was no treatment. The mr was reduced to 3+ and the procedure was completed. There was no clinically significant delay reported. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). All available information was investigated and the reported gripper line break and gripper actuation issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported gripper actuation issue appears to be related to the gripper line break; however, the investigation was unable to determine a definitive cause for the gripper line break. It is possible that by pulling the gripper lever beyond the blue line resulted in increased tension on the gripper line resulting in the gripper line break; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.